Manufacturer narrative:
The pod was returned for eval - no problems were found that would have caused or contributed to the customer's high bg levels. No obstruction of the fluid path was found - the pod did not occlude and the customer would have received all programming boluses (had the cannula been inserted subcutaneously). Based on the time line provided in the report, it is unk when the cannula had pulled from the insertion site in relation to when his bg levels began to rise. We are unable to determine a possible cause of the cannula becoming displaced. The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." By following user guide instructions, the customer would have immediately removed and replaced the pod upon noticing that the cannula was not inserted into his skin. A review of lot qualification records was performed - the lot passed the acceptance criteria.

Event description:
The report indicated that the customer's bg levels were consistently high (253-259mg/dl) over the eight hours the pod was worn despite having administered multiple boluses. The customer noticed that the "cannula was more horizontal, as if it was lying on the skin rather than in the skin at an angle." In addition, dampness was felt on the adhesive pad. The pod will be returned for eval.